Event description:
As reported by our affiliates in (B)(6), prior to the placement of the 26mm sapien 3 case by transfemoral approach in aortic position, a bav was performed with a 22mm non-ew balloon catheter because of calcified valve. Although the blood pressure dropped post bav, it was decided to implant the valve immediately in the hope the patient would stabilize. However, post valve deployment the patient did not recover and there was no heart pulse. Then a pericardial effusion was seen in echo. The patient passed away on the table after 30 minutes of repeated attempts to perform CPR. As per medical opinion, suspected root cause is an annular rupture. The annular rupture might have happened during the bav, but is not confirmed.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as the cause of the annular rupture could not be confirmed. However, it could be related to the valve placement, the native calcified valve, or the bav performed prior to the valve placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.